Manufacturer narrative:
(B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that excessive detergent residue caused additional friction leading to heat in the attachment. The assignable root cause was determined to be due to cleaning, sterilization, and maintenance procedures not being followed as per the directions for use. This is further defined as misuse, abuse, and possible user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(4) that during service and evaluation, it was observed that the short angle attachment device had an undetermined malfunction. During in-house engineering evaluation it was found that the specification for temperature was exceeded due to detergent residue left behind from the cleaning operation. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.